Event description:
Failure code 703:00 was found in the pump's event history during product evaluation. It is not known when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.